Event description:
Explanting physician reported rupture on left side device diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Clarification to d6b explant date: physician reported two explant dates, (B)(6) 2005.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(a), d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed a sharp opening on the patch/bond edge of the device. No other observations observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Explanting physician reported rupture on left side device diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.